Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker displayed a decrease in battery longevity. At a follow-up several months ago, the device longevity was about 6.5 years remaining. At the most recent follow-up, however, the device longevity was about 3 years remaining. A save to disk was sent to technical services for review. Upon review of the device data, it was determined the power consumption of this pacemaker has been increasing during the past year, and the power consumption is expected to continue to increase. Device replacement was recommended. This device was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker displayed a decrease in battery longevity. At a follow-up several months ago, the device longevity was about 6.5 years remaining. At the most recent follow-up, however, the device longevity was about 3 years remaining. A save to disk was sent to technical services for review. Upon review of the device data, it was determined the power consumption of this pacemaker has been increasing during the past year, and the power consumption is expected to continue to increase. Device replacement was recommended. This device was explanted and returned. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker displayed a decrease in battery longevity. At a follow-up several months ago, the device longevity was about 6.5 years remaining. At the most recent follow-up, however, the device longevity was about 3 years remaining. A save to disk was sent to technical services for review. Upon review of the device data, it was determined the power consumption of this pacemaker has been increasing during the past year, and the power consumption is expected to continue to increase. Device replacement was recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported.